Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the ett was placed then with a few minutes the hub was popping off, so the hub was removed from another ett and placed on the one currently the patient had which corrected the issue. There was no patient harm.